Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the display screen was clear and legible. The alleged issue could not be duplicated. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.